Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used during a ureteroscopy, eswl and laser lithotripsy procedure performed on (B)(6) 2013 within the ureter. According to the complainant, during procedure, the basket broke inside the patient. All fragments were retrieved successfully. The procedure was completed with a different device. Reportedly, the basket was inspected and tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.